Manufacturer narrative:
The log file analysis confirms the user's report: soon after start of automatic ventilation during the procedure in question the device had detected a motor encoder check error and shut down the automatic ventilation. Corresponding alarms were posted. Obviously the user replaced the device as the unit had been switched off a few minutes later. The motor was tested in the manufacturer's lab with the result that, although the initial startup went normally, there were several positions at the circumference of the collector where startup was delayed at low voltages. The motor has (B)(4) operating hours in 7 years. Abrasion of the collector disc and the carbon brushes is a commonly known wear-and-tear effect for this general kind of motor design. Statistically, the device was in use for seven years, five days per week and ten hours per day. The fact that the motor has now reached the end of its useful life can be considered acceptable. Installation of a new motor puts back the entire device into fully operable condition. It can be concluded that the device responded as expected to the error condition: the deviating motor position was detected and a shutdown was initiated to prevent from damages to the system. The user was alerted by a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Reportedly, no patient consequences have occurred.

Event description:
Please refer to initial MFR. Report no. 9611500-2016-00069.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that a primus ie anesthesia workstation stopped automatic ventilation during use on a patient. The device generated a corresponding alarm. There was no injury reported.